Event description:
It was reported that the patient's device "just quit working, no warnings no nothing, it just stopped." The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submit the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765, implantable tachy lead, 2007 (B)(6). (B)(4).